Event description:
I started developing autoimmune type symptoms (increased fatigue, brain fog, muscle weakness and joint pain in knees). Always have been so healthy and no family history of autoimmune diseases. Have a positive ana test but all other bloodwork fairly normal. Met with pcp, neurologist and rheumatologist (various tests, bloodwork, MRI done). Over a year later still do not have a clear diagnosis. They don't feel strongly that it's any particular autoimmune disease such as lupus but not ruling it out. Had breast implants put in 2012 and think this could be breast implant illness (as symptoms are similar and doctors still no clear diagnosis). Measured in titers. Ref report: mw5162573.